Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneously low glucose cartridge and blood urea nitrogen (bun) result generated by unicel dxc 600 pro chemistry analyzer. The sample was reported out of the laboratory. The sample was repeated on the same unit and on another unit and higher results were obtained. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The sample was serum. Several cartridge chemistry qc results were suppressed or very low earlier in the morning; however, they were acceptable during repeat run. Per customer technical support, customer checked for leaked and found the syringe probe to be leaking. A bci field service engineer (fse) visited the customer and performed repairs. No additional inquires have been made since the repairs. A clear root cause can not be determined for this event.